Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00292 was sent in error. The contaminated sample was not on a patient sample, therefore, this was not is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer patient sample was contaminated due to foreign matter clogging instrument. The following information was provided by the initial reporter, translated from japanese to english: unit 5: the sample pattern is bad due to a slight clogging. Please confirm the safety check below. 1. Were samples contaminated? Yes. 2. Was testing performed on patient samples intended for clinical use? Yes. 3. Are there erroneous results on patient samples from diagnostic test? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer patient sample was contaminated due to foreign matter clogging instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: unit 5: the sample pattern is bad due to a slight clogging. Please confirm the safety check below. Were samples contaminated? Yes. Was testing performed on patient samples intended for clinical use? Yes. Are there erroneous results on patient samples from diagnostic test? No.